Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, and a broken part of the reservoir tube lip. However, the test reservoir will lock/click in place properly. The pump had a cracked belt clip slot, and a severely scratched/worn display window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the reservoir was no longer able to lock into the reservoir compartment. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.